Event description:
It was reported that during the patient's trial period, patient was admitted to the hospital due to infection and vomiting. The admitting physicians did not believe that the infection was device or procedure related. The patient was administered with antibiotics and underwent a lead pull procedure. The removed leads were discarded by the medical facility.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7288972, UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7288972, UDI: (B)(4).

Event description:
It was reported that during the patient's trial period, patient was admitted to the hospital due to infection and vomiting. The admitting physicians did not believe that the infection was device or procedure related. The patient was administered with antibiotics and underwent a lead pull procedure. The removed leads were discarded by the medical facility.